Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not deflate. It was further reported that the balloon was reinflated and deflated by repositioning and the balloon was finally deflated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one conquest device was returned for evaluation. On visual evaluation, an unknown sheath was loaded onto the proximal end of the catheter. Bunching was observed to the proximal end of the sheath and buckling was observed to the distal end of the sheath. Material stretching was noted to the distal end of the catheter shaft. Fiber disturbance was also noted to the balloon. Further, the balloon was noted to be separated from the catheter shaft at the distal end and a compound rupture was noted to the balloon. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation remains inconclusive for the reported deflation problem as functional testing could not be performed due to the condition of the device returned. However, the investigation is confirmed for the identified sheath removal difficulty as device was received with sheath loaded to the catheter. The investigation is also confirmed for the identified material deformation problem as stretching was noted to the catheter shaft. Additionally, the investigation is confirmed for the identified break and compound rupture as balloon was separated from catheter shaft and a compound rupture was noted. A definitive root cause for the reported deflation problem, identified sheath removal problem, material deformation, break and compound rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly wouldn't deflate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.